Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to non-diabetes related. The customer's blood glucose was 123 mg/dl at the time of hospitalization. The customer also reported that they were assisted in correcting the settings of the insulin pump. The customer stated that they were not getting enough insulin. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.